Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the customer experienced elevated blood glucose, however, a specific value was not provided. Reportedly, the contact declined to provide additional patient or event information. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged high bg issue could not be verified.